Event description:
Our affiliate is reporting that a shoulder repair procedure was performed with spiralok anchors in 2007. Approximately 3 months later, the surgeon reoperated and discovered that two spiralok anchors had broken at the head. The surgeon removed the broken anchors and repaired the shoulder using metallic anchors without further incident or harm to the pt. (See also associated MDR 1221934-2007-00101).

Manufacturer narrative:
Depuy mitek to date has not received the complaint device for evaluation. However, this type of failure has historically been attributed to user technique. One hypothesis is that during the initial anchor insertion, the anchor could have been inserted off-axis or inserted into too hard or dense bone. Any one of these improper techniques could have created a crack or weakened the anchor during initial insertion, leading to the failure of the device over time. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 200 devices that were released to distribution. Therefore, no other root-cause could be determined other than those cautioned against in the IFU. We believe this to be a user technique issue. When and if the complaint device is received here at depuy mitek it will be subjected to a failure root-cause analysis. If the analysis identifies any definitive root-cause outside of user technique, a follow-up report will be filed.